Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated each pipeline (ped3-027-500-20 and ped3-027-500-16) were re-sheathed up to three times.

Manufacturer narrative:
H3: the pipeline vantage device and the phenom 27 catheter were returned for analysis. The pipeline vantage braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the braid were found fully open; however, one end was found damaged. The pipeline vantage pusher was returned still within the phenom 27 catheter. The pusher was extending from within the phenom 27 catheter hub for ~41.0cm. The phenom 27 catheter body was found damaged at ~16.0cm from the distal tip, with the inner braid protruding from the catheter surface. In addition, the phenom 27 catheter body was also found damaged (flattened) at ~1.0cm from the distal tip. No damage was found with the phenom 27 distal tip. The pipeline vantage pusher was removed from within the phenom 27 catheter for further examination. No bends or kinks were found with the pusher; however, the pusher core wire was found separated between the proximal coil and arm (advanced resheathing mechanism). The arm¿s, remaining core wire, eptfe sleeves, and tip coil were found separated from the pusher. An in-house 0.026¿ mandrel was inserted through the phenom 27 catheter; however, the remaining separated section of the pipeline vantage pusher was not recovered. The pipeline vantage broken core wire was sent out for sem (scanning electron micrographic) analysis. Per the analysis report, the wire exhibits significant corrosion damage. No original fracture features are visible. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open proximal¿ report could not be confirmed as the device has been fully deployed and re-sheathed. In addition, the pipeline vantage braid was found fully open. It is possible the damage found with the pipeline vantage braid and the patient¿s ¿severe¿ vessel tortuosity contributed to the event; however, the cause could not be determined. Regarding the customer¿s ¿resistance during re-sheathing,¿ the report was confirmed. From the damages seen on the phenom 27 catheter body (braid protrusion), it appears there was high force used. These damages likely occurred when the pipeline vantage was retracted through the phenom 27 catheter against resistance. Resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the reported resistance. The investigation determined that these events were similar to events that had already been investigated, and another investigation is not necessary. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician deployed the ped3-027-500-20 pipeline in a straight segment, the distal end opened perfectly, but the proximal end was flattened and twisted. Re-sheathing was performed, but the stent still did not open. When attempting to re-sheath for removal into the microcatheter, the stent became stuck in the distal segment of the phenom catheter. After remov al, it was noticed the distal end of the catheter was kinked, but there was no damage to the pipeline pushwire. A ped3-027-500-16 was then delivered and deployed, but the stent experienced the same issue: distal opening was good, proximal segment was flattened and twisted, and became stuck in the microcatheter during removal. There was no damage to the pipeline pushwire, and it was unknown if there was any catheter damage to the second catheter. Replacement products were then used to complete the procedure successfully. It was indicated that all devices were prepared/flushed as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed good results. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the ophthalmic segment of the internal carotid artery (ica) with a max diameter of 8 mm and a 5 mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was unknown if dual antiplatelet therapy (dapt) was administered. Ancillary devices include an exelsior xt-27, 1 tip, straight xt270581, infinity/navien 058 guide catheters, fg15150-0615-1s lot fe20-046.